Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that stimulation was unexpectedly on. Stimulation was no longer needed, so it was turned off in 2017. In (B)(6) 2018, stimulation turned on unexpectedly. The patient experienced slight dizziness with stimulation on, and did not have a programmer to turn it off. The patient went to the hospital to turn stimulation off again. Stimulation had been programmed to 0 v and turned off. Dizziness still occurs sometimes and patient is not able to turn stimulation off again. There was no emi present at the time of the event. The rep attempted to get session reports of the programming sessions, but was unsure if they were available. The patient was advised to order a programmer. Explant of the ins was intended/planned, but not scheduled. The event was not resolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Explant had not been scheduled, and the patient had not follow-up with physician at the time of this report. It was noted that session reports from the past were not available.